Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
A small effusion in the right ventricle was noted on an intracardiac echogram following an ablation procedure. The patient experienced hypotension; however, no pericardial drainage was required. The patient was monitored and the effusion resolved itself 24 hours later, with the patient in stable condition. There were no performance issues with any sjm devices.